Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the unit flow was not performing to specification. Circulation pump was serviced during the pm process. It was reported that biomed stated that the arctic sun device was having a temperature problem. It was reported that biomed stated that the arctic sun device was having a temperature problem. Tubing was cut where the clamp was attached. The device underwent pm servicing while in for repair. Serviced the mixing pump. Replaced the heater sn (B)(6) with sn (B)(6) . Replaced the drain valves and replaced both manifold o-rings on the manifold. 1/2 l shapeformed tube was replaced. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed would like to send device in for 2000-hour preventive maintenance service, biomed stated that the arctic sun device was having flow and temperature problems. Per work order update with customer on 09mar2023, no patient involvement reported. Per sample evaluation result received on 07apr2023, 1/2 l shape formed tube was found expanded.

Event description:
It was reported that biomed would like to send device in for 2000-hour preventive maintenance service, biomed stated that the arctic sun device was having flow and temperature problems. Per work order update with customer on 09mar2023, no patient involvement reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.